Manufacturer narrative:
Evaluation summary: deviations in the manufacturing documents and the material were not found. As the function of the osd was proved and established after manufacturing, we exclude a manufacturing error. Considering the fact, that the osd is intended for targeting purposes, we have to assume, that twisting of the targeting head did not occur during operation. Plastic deformation of the targeting device most likely has occurred under load in conjunction with high temperature. This may have happened during the sterilisation procedure when most likely other articles have been stored onto the osd and/or the osd was clamped between other instruments (pre stress on the device).

Event description:
During gamma3 surgery, one shot guide did not function correctly. The surgeon reconfirmed connection of the nail and device, the position of the image intensifier, etc. However, the situation did not change, he did not use it and finished the surgery.

Event description:
During gamma3 surgery, one shot guide did not function correctly. The surgeon reconfirmed connection of the nail and device, the position of the image intensifier, etc. However the situation did not change, he did not use it and finished the surgery.

Manufacturer narrative:
Evaluation summary: referring to the manufacturing documents no deviations were found. The device was documented as faultless prior to distribution and as it had been in use for approx. 5 years we presuppose that it had fulfilled its tasks in former surgeries as intended. As the function of the osd was proved and established after manufacturing, we exclude a manufacturing error. Considering the fact, that the osd is intended for targeting purposes, we have to assume, that twisting of the targeting head did not occur during operation. Plastic deformation of the targeting device most likely has occurred under load in conjunction with high temperature. This may have happened during the sterilization procedure when most likely other articles have been stored onto the osd and/or the osd was clamped between other instruments (pre stress on the device). Beside this internal test report (B)(4) (load, function, sterilization and washing test) informs that under certain circumstances deformation of the targeting head might be possible due to the own weight of the device during the sterilization process.